Event description:
It was reported that during ptcra procedure, involving a calcified and 90% stenotic lesion in the om branch, the wire fractured. The physician was ablating with a 1.5mm burr when it was noted that the wire had fractured in the proximal lcx. It was further reported that the wire fragment was removed by a snare during a pci procedure in 2005. Pt status is listed as "good".